Manufacturer narrative:
Remote screen was flashing and went blank, no functions on column keypad. No further information is available. Although there was no reported injury with this event, if the reported issue was to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event. Based on this information, no further action is required.

Event description:
Customer reported that they lost controls on remote and column keypad. This report was filed in our complaint handling system as complaint #(B)(4).